Manufacturer narrative:
The product is not available for return as it was discarded. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot could not be identified or reviewed as the device and its packaging material were discarded during the case. All product is subjected to testing and inspection to ensure the device tip is atraumatic, and the distal section of the catheter undergoes 100% visual inspection and is free of visual defects or protrusions. Potential adverse events related to zoom reperfusion catheters include, but are not limited to, the following: intracranial hemorrhage, vessel spasm, dissection, perforation, rupture, including death. Based on the information provided, there is no indication that there was any device malfunction, outstanding quality or manufacturing issue, or user misuse that may have contributed to the reported event.

Event description:
The patient was undergoing a thrombectomy procedure on (b)(3) to treat occlusion within the left internal carotid artery (ica) terminus. Access was obtained with a tracstar 105 cm at the ophthalmic segment of the ica. After one pass with a zoom 71 reperfusion catheter in ica terminus achieving a tici score of 2a, the physician observed that there was another occlusion in the m2 segment of the middle cerebral artery (mca). One pass was performed on the m2 mca segment using the same zoom 71. There were no intermediate catheters or guidewires used in either the ica terminus or m2 mca clot retrieval attempts. The physician noticed a perforation in the m2 mca after removing the clot, and extravasation due to perforation. The physician reviewed the procedural imaging post-procedure and noted that the location of the m2 perforation was distal to the site of the clot and end of the catheter. Embolic coils were used after the perforation as an intervention. The family did not want to perform additional intervention after the initial stroke procedure. The patient expired post one operative day in the morning, with cause of death listed as stroke and hemorrhage. Physician did not attribute the death to product.